Manufacturer narrative:
Continuation of medical devices: 1882tc; 5076 implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had collapsed and was rushed to the hospital as a full code. An x-ray determined that the right ventricular (rv) lead had dislodged and pulled back resulting in intermittent loss of capture and high/unstable thresholds. A temporary pacing wire was floated and the rv lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.